Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, use error.

Event description:
Healthcare professional reported right side "unilateral right side deflation". Healthcare professional later reported "hole on bottom". Device has been explanted and replaced.

Manufacturer narrative:
Correction to previous emdr: the event of device handling problem (a2301) was inadvertently reported. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed 4 openings assessed as surgical damage. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "unilateral right side deflation". Healthcare professional later reported "hole on bottom". Device has been explanted and replaced.